Event description:
The report received from the (B) (6) study indicated that the patient was enrolled in the study and had a precise 7 x 20 stent successfully implanted in the ostium of the right internal carotid artery (rica) during the study index procedure. A 5 mm angioguard embolic protection device was used for the procedure. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Post-procedure, the patient was reported to have experienced an ischemic stroke characterized by aphasia, right hemiparesis and hemineglect. The onset of symptoms was sudden. No intervention was performed. The event was reported to be unrelated to the study device and was related to the study procedure. The duration of the neurological deficit was greater than twenty-four hours (>24 hours) and was fully resolved. The patient was discharged eight days after the index procedure. Additional information has been requested. The patient was symptomatic for the index procedure. The rica target lesion was reported to be: ostial, a 70% stenosis, mildly calcified, not tortuous, ulcerated, and thrombus present. The lesion was not pre-dilated. A precise 7 x 20 stent was implanted at the intended target lesion. The residual stenosis was 0%.

Manufacturer narrative:
Customer report was confirmed. The unit were returned in an open tray. There is what appears to be a black hair inside the tray. The hair is approximately 2.5cm long.

Event description:
Reportedly, a hair contamination was observed inside the tray after opening the package. There were no patient complications.